Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 636mg/dl. Troubleshooting was performed. The time, date, and bolus wizard were correct. Reviewed the alarm history and found auto off and low reservoir alarms. The customer called back to run a manual prime test and the insulin did exit. The high pressure test was performed and passed. Instructed the caller to remove the cannula and it was not bent. Advised the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.